Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader does not turn on by button or by test strips due to the reader being dropped. On (B)(6) 2019, the customer became hypoglycemic and developed shaking, then by dropping the reader. As a result, the customer was unable able to monitor their blood glucose as the meter no longer turned on. The customer was helped by non-hcp and received an injection of glucagon by hcp as a treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.